Event description:
It was reported that the patient did a system controller exchange in (B)(6) 2024. They described that a fully charged battery gave a low battery alarm when connected to the system controller. This problem solved after the system controller exchange. Log files were not available. The patient was unaffected.

Manufacturer narrative:
A. Patient information not provided. D4. Is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section b3: the event date was estimated. Manufacturer¿s investigation conclusion: the reported event of atypical low voltage alarms on the system controller was not confirmed. There were no photos or log file submitted for review. The system controller, serial (B)(6) was not returned for analysis. The provided information stated that this problem resolved after the controller was exchanged in sep 2024. Additional information provided stated that there were no log files available, and the controller would not be returned. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (rev. B) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. B) section 5-¿alarms and troubleshooting¿ explain how to troubleshoot all alarms on the system controller, including low voltage alarms. Heartmate 3 instructions for use (rev. B) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. B) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.